Manufacturer narrative:
Device was used for treatment, not diagnosis. Vertecem v+ product is not sold or distributed in the us however it is similar to vertecem 510(k) k090435 and vertecem ii, 510(k) k121876. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: mixer is broken. The mixer piston broke during the filling of syringes. There was no consequence to the patient and the surgery was delayed 20 percent. The incident did not require further treatment as there was another device to complete the surgery.